Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
Iu confirmed the meter for display defect; a solid vertical line appears on the middle of the meter screen. Iu observed that the location of the vertical line on the display does distort the digits during the simulation test, therefore, misinterpretation is possible. Iu observed upon pressing and holding the power button, the meter displays a sequence of solid color test screens in the order of red, blue, green, and white with the solid vertical line appearing in the middle of the screen. Upon powering the meter on, without holding power button, the solid vertical line appears on all screens during performance testing. Failure analysis indicated that the meters lcd was defective due to a crack in the fpc (flex pc board) causing the display failure.

Event description:
On (B)(6) 2014, it was reported that the patient's blood glucose monitor had a vertical line going across the center of the display affecting the numbers displayed. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.